Event description:
It was reported that the implantable cardiac monitor device showed characteristics of loss of electrode contact, which stored 20 asystole episodes that looked the same, while the patient was not symptomatic. The icm device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).